Event description:
It was reported to philips that the device did not discharge. The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death.